Event description:
It was further reported that the patient was still having concerns with their device, but was working with their physician and/or their company representative. The patient had an appointment on (B)(6) 2012, but no information was supplied.

Manufacturer narrative:
Lead model 3889-28 serial (B)(4) implanted: (B)(6) 2009 explanted: (B)(6) 2012. Programmer model 3037 serial (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect consisting of a return of urgency/frequency. The patient had a replacement procedure done for "loose wires" on (B)(6) 2012. Additional information has been requested.